Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed self test however, constant pump error 37 alarms noted during rewind due to corroded motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 37 alarms. The following were noted during visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, missing display window cover, cracked battery tube threads, cracked case on the battery tube side, and missing serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had pump error changes incorrect for moving. Customer's blood glucose level was 12.8 mmol/l. Customer reports they were able to clear the alarm and not able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.